Event description:
It was reported that the patient developed an infection in the blood stream. The implantable pulse generator (ipg) and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 x 2 implantable pacing leads (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient developed an infection in the blood stream. The implantable pulse generator (ipg) and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.